Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the handle was stuck to the mesher and was unable to perform up and down motion. Damage was also noted. Incident was noted outside of surgery. Diligence is complete.